Event description:
Burn blisters, 2nd degree burn [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist and a contactable nurse. An adult female patient in her 40's of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported it had helped. Suddenly, she felt sore in the loin and discovered that she had burn blisters at the loin, the patient was a nurse, and informed that it was 2nd degree burn. She bought different kinds of patches and bandages for treatment. Event was occurred on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn blisters, 2nd degree burn [burns second degree]. Itching [pruritus]. Did not check her skin while she used thermacare [intentional device misuse]. Case description: this is a spontaneous report from a contactable pharmacist and a contactable nurse. A (B)(6) years old female patient (initial reported in her 40's) of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap, reported as for back/hip), lot j67323, expiration date 07feb2017, on (B)(6) 2016 for pain from lumbago in the left side for 8 hours on one day. The patient did not previously use thermacare. The patient medical condition included disability (on disability retirement), menopausal, was not pregnant at the time and medical history included asthma/bronchitis unknown if ongoing. The patient's concomitant medications included fluticasone furoate/vilanterol trifenatate (relvar ellipta), dose: 184/22, 1 dose daily and tiotropium bromide (spiriva respinat), dose: 2.5 mg, 2 doses daily both for asthma/bronchitis. The patient reported it had helped. Suddenly she felt sore in the loin and discovered that she had burn blisters at the loin, the patient was a nurse, and informed that it was 2nd degree burn. The patient did not check her skin while she used thermacare on (B)(6) 2016. Experienced two second degree burns in the opposite site of the lumbago corresponding to two danish 5 kroner coins, two of the electrodes on (B)(6) 2016. The problems abated after 10 days. Showed it to a pharmacist who also believed that there was an error in the "belt"". Still itching two areas, but healed. The patient was treated with bactigras and another unknown product, she bought different kinds of patches and bandages for treatment. The patient's skin tone was medium. The patient did not have sensitive skin and did not have any abnormal skin conditions. The patient did not exercise while she used thermacare. The patient read the instructions for use and had a long conversation with a pharmacist before she used the product. Patient did not take any additional products or apply anything to the skin at the same time as she used thermacare. The itching occurred in (B)(6) 2016 and was not resolved; burn blisters, 2nd degree burn were resolved on (B)(6) 2016 and other event outcome was not reported. The action taken in response to the event for thermacare heatwrap was discontinued on (B)(6) 2016. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the consumer included: patient age, patient medical condition and history, concomitant medication. Product lot number and exp date. New events: did not check her skin while she used thermacare, and itching; events outcome and treatment information. Follow-up attempts are completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blisters, 2nd degree burn [burns second degree]. Did not check her skin while she used thermacare [intentional device misuse]. Itching [pruritus]. Case description: this is a spontaneous report from a contactable pharmacist and a contactable nurse. A (B)(6) female patient (initially reported in her 40's) of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (lot #: j67323, expiration date: 07feb2017) on (B)(6) 2016 for pain from lumbago in the left side for 8 hours on one day. The patient did not previously use thermacare heatwraps. The patient's medical condition included disability (on disability retirement), menopausal, was not pregnant at the time of reporting and medical history included asthma/bronchitis unknown if ongoing. The patient's concomitant medications included fluticasone furoate/vilanterol trifenatate (relvar ellipta), dose: 184/22, 1 dose daily and tiotropium bromide (spiriva respinat), dose: 2.5 mg, 2 doses daily both for asthma/bronchitis. The patient reported the heatwrap had helped. Suddenly, she felt sore in the loin and discovered she had burn blisters at the loin. The patient was a nurse, and indicated the burn was 2nd degree. She did not check her skin under the heatwrap while using the product on (B)(6) 2016. The patient experienced 2 second degree burns on the opposite site of the lumbago corresponding to two (B)(6) 5 (B)(6) coins, two of the electrodes on (B)(6) 2016. The problems abated after 10 days. The patient showed it to a pharmacist who also believed there was an error in the "belt". On an unspecified date in (B)(6) 2016, the patient mentioned there were 2 itching areas. The patient's skin tone was assessed as medium. She did not have sensitive skin and denied any abnormal skin conditions. She did not exercise while she used thermacare and read the instructions for use and had a long conversation with a pharmacist before she used the product. The patient did not take any additional products or apply anything to the skin at the same time as she used thermacare. Action taken with the suspect product was permanently discontinued on (B)(6) 2016. Therapeutic measures taken included treatment with bactigras and another unknown product. She bought different kinds of patches and bandages for treatment. Clinical outcome of the event itching was not resolved. Clinical outcome of the event burn blisters, 2nd degree burn was resolved on (B)(6) 2016. Clinical outcome of the remaining event was not reported. Additional information received from product quality complaint (pqc) group included investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (07apr2016): new information received from the consumer included: patient age, patient medical condition and history, concomitant medication. Product lot number and exp date. New events: did not check her skin while she used thermacare, and itching; events outcome and treatment information. Follow-up (18apr2016): new information received from regulatory authority includes: regulatory authority number (B)(4). Follow-up (20apr2016): new information received from product quality complaints (pqc) group included: product quality investigation results and updated suspect product. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of second degree burn and intentional device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event itching is assessed as related to the device use. No device malfunction has been identified. This case meets final 10-day (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events of second degree burn and intentional device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event itching is assessed as related to the device use. No device malfunction has been identified. This case meets final 10-day (B)(6) and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.